Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used in a common femoral artery. The procedure was successful. Post orbital atherectomy, the patient had dark purple and blood in their urine. The patient suffered from a severe kidney failure, which led to emergency dialysis the day after the procedure. The patient was still on dialysis. It was noted the patient's kidney was functioning properly prior to the procedure.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient bleeding, renal failure and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient bleeding, renal failure and unexpected medical intervention are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply) .

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used in a common femoral artery. The procedure was successful. Post orbital atherectomy, the patient had dark purple and blood in their urine. The patient suffered from a severe kidney failure, which led to emergency dialysis the day after the procedure. The patient was still on dialysis the date of the report. It was noted the patient's kidney was functioning properly prior to the procedure. Additional information was received indicating the patient was in stable condition after three weeks of dialysis and their kidney's function normalized. In the physician's opinion, it was unknown what led to the severe kidney failure.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used in a common femoral artery. The procedure was successful. Post orbital atherectomy, the patient had dark purple and blood in their urine. The patient suffered from a severe kidney failure, which led to emergency dialysis the day after the procedure. The patient was still on dialysis the date of the report. It was noted the patient's kidney was functioning properly prior to the procedure. Additional information was received indicating the patient was in stable condition after three weeks of dialysis and their kidney's function normalized. In the physician's opinion, it was unknown what led to the severe kidney failure.

Manufacturer narrative:
Correction: g1.